Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and confirmed that the geometry movement has not been power on during startup, it is suspected to be an ipc malfunction. The issue was resolved by third party and customer refused to provide the detailed information about the resolution. No work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm was reported. Philips has started an investigation of this complaint.